Event description:
The device was set to a rate of 100ml/hr, but delivered 1000 ml in 2 hours. The biomedical engineer from the hospital attempted to duplicate the failure and could not duplicate. There was no patient injury.